Manufacturer narrative:
One cadd solis vip pump was received in used condition. Functional check, visual inspection and a review of the event history log were conducted. The pump had a flow rate of 30.9ml/h. The reported issue was unable to be duplicated. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a delivery accuracy test issue. There was no reported adverse event.